Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a severely tortuous circumflex (cx) artery. Two taxus stents were placed in the cx. A dissection had been noted prior to stent placement. The physician then used a taxus liberte' 2.75x12mm drug eluting stent in an attempt to place distal to the previously placed stents. The physician "pushed the taxus system rather hard" and despite using excessive. The physician withdrew the device and found it broken into two pieces. The fractured device was able to be removed from the pt. No pt complications occurred. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.